Event description:
While priming a new insulin cartridge, no insulin came through the infusion set tubing. When pt removed the device's adapter, pt discovered that insulin had leaked into the device's cartridge compartment. No error messages were generated by the device. Pt indicated that, after discovering the insulin leakage, pt switched to her back-up device. Pt's blood glucose was not affected and no treatment was received.